Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2021. The most recent information was received on 08-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / pelvis pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), arthralgia ("joint pain / hip pain"), fatigue ("constant fatigue"), sleep disorder ("sleep disorder"), migraine ("migraine"), myalgia ("muscle pain"), oropharyngeal discomfort ("discomfort in throat"), thirst ("intense thirst"), dry mouth ("dry mouth"), dry eye ("dry eyes"), loss of libido ("loss of libido"), vulvovaginal mycotic infection ("vaginal mycosis"), cardiovascular disorder ("poor blood circulation"), abdominal pain upper ("gastric pain"), abdominal distension ("bloating"), constipation ("constipation"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), aphasia ("trouble finding words,"), paraesthesia ("tingling in extremities"), muscle spasms ("muscle spasms"), limb discomfort ("feeling of heavy legs"), dry skin ("dry skin"), pruritus ("itching"), erythema ("redness"), eczema ("eczema"), vision blurred ("blurred vision"), gait disturbance ("difficulty walking for a long time") and loss of personal independence in daily activities ("difficulty holding a pencil") and was found to have weight increased ("inexplicable weight gain"). At the time of the report, the pelvic pain, arthralgia, fatigue, weight increased, sleep disorder, migraine, myalgia, oropharyngeal discomfort, thirst, dry mouth, dry eye, loss of libido, vulvovaginal mycotic infection, cardiovascular disorder, abdominal pain upper, abdominal distension, constipation, amnesia, disturbance in attention, aphasia, paraesthesia, muscle spasms, limb discomfort, dry skin, pruritus, erythema, eczema, vision blurred, gait disturbance and loss of personal independence in daily activities outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, amnesia, aphasia, arthralgia, cardiovascular disorder, constipation, disturbance in attention, dry eye, dry mouth, dry skin, eczema, erythema, fatigue, gait disturbance, limb discomfort, loss of libido, loss of personal independence in daily activities, migraine, muscle spasms, myalgia, oropharyngeal discomfort, paraesthesia, pelvic pain, pruritus, sleep disorder, thirst, vision blurred, vulvovaginal mycotic infection and weight increased with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / pelvis pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), arthralgia ("joint pain / hip pain"), fatigue ("constant fatigue"), sleep disorder ("sleep disorder"), migraine ("migraine"), myalgia ("muscle pain"), oropharyngeal discomfort ("discomfort in throat"), thirst ("intense thirst"), dry mouth ("dry mouth"), dry eye ("dry eyes"), loss of libido ("loss of libido"), vulvovaginal mycotic infection ("vaginal mycosis"), cardiovascular disorder ("poor blood circulation"), abdominal pain upper ("gastric pain"), abdominal distension ("bloating"), constipation ("constipation"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), aphasia ("trouble finding words,"), paraesthesia ("tingling in extremities"), muscle spasms ("muscle spasms"), limb discomfort ("feeling of heavy legs"), dry skin ("dry skin"), pruritus ("itching"), erythema ("redness"), eczema ("eczema"), vision blurred ("blurred vision"), gait disturbance ("difficulty walking for a long time") and loss of personal independence in daily activities ("difficulty holding a pencil") and was found to have weight increased ("inexplicable weight gain"). At the time of the report, the pelvic pain, arthralgia, fatigue, weight increased, sleep disorder, migraine, myalgia, oropharyngeal discomfort, thirst, dry mouth, dry eye, loss of libido, vulvovaginal mycotic infection, cardiovascular disorder, abdominal pain upper, abdominal distension, constipation, amnesia, disturbance in attention, aphasia, paraesthesia, muscle spasms, limb discomfort, dry skin, pruritus, erythema, eczema, vision blurred, gait disturbance and loss of personal independence in daily activities outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, amnesia, aphasia, arthralgia, cardiovascular disorder, constipation, disturbance in attention, dry eye, dry mouth, dry skin, eczema, erythema, fatigue, gait disturbance, limb discomfort, loss of libido, loss of personal independence in daily activities, migraine, muscle spasms, myalgia, oropharyngeal discomfort, paraesthesia, pelvic pain, pruritus, sleep disorder, thirst, vision blurred, vulvovaginal mycotic infection and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.